Event description:
It was reported to (B)(4) that the pressure on an astral device was increasing beyond it's scripted limits. This resulted in an audible alarm with the error message "circuit failure". There was no patient injury reported as a result of this incident.